Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patients x-rays showed a disconnection between the femoral component and the femoral stem. Upon revision, infection was found in the joint.

Manufacturer narrative:
The implants for the nexgen rotating hinge knee were scrapped at the hospital and no pictures provided, therefore we have no information to evaluate why the stem separated from the femoral component. No implant part and lot numbers provided to be able to perform a device history document search. These devices are used for treatment. Revision surgical notes were provided as well as x-rays. The x-rays show the stem had separated from the femoral component and no evidence of damage to the components could be seen in the x-rays. Primary surgical notes were not provided, therefore we do not know if the stem was installed using the correct technique. The following is provided in the surgical technique: while protecting the stem extension, seat it by striking it solidly one time with a two-pound mallet. For the set screws it states a caution: the femoral set screw hex driver is designed to limit the amount of torque that can be applied to the set screws. Torque by hand only. It is not necessary to break the femoral set screw hex driver. The surgeon notes the joint cavity to have infection greater than 10 neutrophils/hpf and metallosis noted due to deposits of fine gray-black metal wear particles. A two stage surgery with an antibiotic spacer was used in this revision. The components were removed and an antibiotic spacer applied with no analysis of the removed components provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause for the stated concern cannot be determined with the information provided.